Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was as high as 402 mg/dl. Tandem technical support performed a system check and found that the site may have been the cause of the occlusion; however, after changing the site, the occlusion was not resolved.